Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) also the shell has an opening in the anterior side assessed as to surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.